Event description:
It was reported by that when using the bd pyxis¿ medstation¿ es, the drawer 1.1 consistently failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the main enhanced half height drawer 1.1 failed. The field service engineer (fse) observed that the drawer was failing when it was being pulled out. The fse reseated and checked all cables. A new control board was installed, and the slide bumpers were replaced. The customer tested the device and reported no issues. A proactive inspection process was carried out. The system functioned as intended after the field service engineer repaired the device.